Event description:
It was reported that the user contacted support for supply changes and subsequently reported persistent hyperglycemia with cgm values up to 307 mg/dl and a glucometer value of 316 mg/dl for about an hour while using the ilet with a g7 cgm and a contact detach infusion set placed on the abdomen; the user noted recurrent issues on the left abdomen and planned a site change to the right side, with the pump indicating a downward trend. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included a minor illness/impairment impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, insufficient information to identify a device problem or component-level issue, and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.